Event description:
It was reported that the incident involved a female patient, more than 18 years of age. While in the cath lab, the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the patients' femoral artery. During the insertion of the iab into the saf sheath, the iab became stuck in the saf sheath and the iab could not be advanced any further. As a result, the md removed the iab and the saf sheath as one unit. The md requested another iab for insertion. At this time, there was no reported patient death or injury. Medical/surgical intervention was not required. The delay in therapy was noted as "a short amount of time that was needed for the exchange of the saf sheath and the iab." There were no reported patient complications. Reference MDR #1219856-2010-00471 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.